Event description:
The customer reported " the ceramic head is loose " involving an inner sheath endoscope resection device. The issue was found during service maintenance. There was no patient involvement in this reported event.

Manufacturer narrative:
Complete name of the establishment : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.